Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. Hm showed clear noise on recordings, sudden increase in pacing impedance, drop in sensing, and failed threshold measurements. Device delivered shocks due to the noise. Lead to be evaluated further. Should additional information become available, it will be added to this file.